Event description:
The facility reports the resident was on the lift, ready to bath. At this point, the lift began lowering on its own, causing injury to the left ankle and lower calf area of the resident. Maintenance was called to aid in the removal of the resident from the lift to check the lift malfunction. Resident sustained a laceration and fracture to the left ankle area. Sutures were applied to the left ankle area and below the left knee in the soft calf area.

Manufacturer narrative:
An arjo investigator has examined the device and found the over-all condition of the lift appears better than average. There are no tears, dents, or peeling paint. It was possible to make lift run in the down mode. Without touching the hand control. On approximately october 21, 2005, the pillar cover, cable microswitch complete, remote hand control, and printed circuit board were ordered and installed on the unity by the facility maintenance. Reports from the site indicate the handset/connector had been exposed to water, making a short circuit, which caused the unwanted movement. The parts in question were not made available for investigation. The manufacturer recommends the hand control and possibly connector be replaced to prevent a recurrence of the event.